Manufacturer narrative:
The actual scan window was disposed, but pictures of the scan window assembly were returned to ge healthcare engineering for analysis. The mylar window appears to have been manufactured per design specification. It appears that when the patient pushed on the window with extraordinary force, the window deflected enough such that it caught on the rotating side. The gantry design includes requirements for mechanical strength to satisfy requirements for enclosures. The design for CT system complies with appropriate standards. The gantry scan window shall not come in contact with the rotating components when the patient or operator presses against them with a force of up to 1,453 lb/ft^2 or 45 n/in^2 per iec 60601-1:1988 clause 21. Note: it is assessed that the push force test of 45 n force applied over an area of 625mm^2 (i.e. 1 in^2), as required by the second edition of iec 60601-1 is acceptable. The gantry scan window shall not come in contact with the rotating components when the patient or operator presses against them with a force of mechanical strength in accordance with iec 15.3.2. The applied mitigations, including compliance to design safety standards, are effective and reduce the risk to as low as reasonably practical. The root cause was determined to be unintended user error, i.e. The operator did not properly position and strap the patient securely for the procedure. The user manual provides instructions on appropriate patient the root cause was determined to be unintended user error, i.e. The operator did not properly position and strap the patient securely for the procedure. The user manual provides instructions on appropriate patient positioning.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient struck and penetrated the scan window during a CT scan; sustaining a bruise. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality.